Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The broken pieces were not returned with the instrument. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a permanent cautery hook instrument broke inside the patient. The customer wanted to know if any of the instrument pieces would show up on an x-ray. The tse advised the ceramic sleeve can show up on x-ray however the plastic pieces will not. The customer was going to replace the instrument and continue searching for the instrument fragments and will RMA the damaged instrument for failure analysis. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task being performed at the time of the device breakage was dissection. The surgeon was unsure what was the cause of the breakage. The instrument was used for the entire case; it was noticed while removing the instrument that a piece was missing. The surgeon didn't notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or a hard material during a surgical procedure. The fragment fell inside of the patient during a collision. The instrument was not removed during the surgical procedure prior to the breakage. The surgical staff did not feel any resistance upon the final removal of the instrument through the cannula. Upon final removal of the instrument the wrist was straightened; there was no resistance upon removing of the instrument through the cannula. In addition, there was no damage to the cannula or the instrument after the event occurred. The fragments were retrieved. All the pieces were mapped out on the hook and the isi clinical sales representative (csr) confirmed all pieces were found. No additional surgical procedure was required to remove the fragments. The customer performed an x-ray. The procedure was completed robotically with no injury to the patient. The instrument and the fragment are available for return. A photographic image or video recording is not available.

Manufacturer narrative:
Correction: data can be found in field a3 - patient's gender.

Event description:
Refer to h11 for follow-up information.